Event description:
Reporter indicated that a high impedance reading (dc dc7, limit, and high) was seen during a lead and normal mode test. The eri (elective replacement indicator) was "no", indicating that the device was not nearing end of life. There was no reported trauma that may have contributed to the high impedance. During revision surgery to determine what may be causing the high impedance, diagnostic testing (dc dc code) was inconsistent. The surgeon decided to replace the entire vns system (pulse generator and lead). The surgeon also indicated that he did see a visible break in the lead. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. The cause of the lead break is unk. The investigation of the event is ongoing. Potential causes of the lead break are fatigue, implant technique.